Event description:
It was reported to philips that during the operational check, the user receives an "insert battery" message. The customer did not observe any damage to the battery pins. There was no reported patient involvement.